Event description:
A surgeon reported a patient who experienced mild posterior capsular opacification (pco) three months following intraocular lens (iol) implant surgery. Three months later, the pco worsened and the patient's visual acuity was no longer satisfactory. A yag laser procedure was performed. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in this lot. No root cause could be identified by the investigation. Additional information was requested. (B)(4).